Event description:
On 09/01/2000, the facility's o.r. Supv informed the MFR's sales rep of the following: the catheter tip broke off (closest to the junction of the svc and the right atrium). This is the second incident of this type on this pt (first incident not reported). No further details were provided.